Event description:
Facility reports to field service engineer the realization that scopes were not fully cleaned. The indication was the scope still had the smell of high level disinfectant cidex opa. The fse discovered machine had not been set according to MFR recommendations, incorrect cycle and rinse time settings were observed. No pt injuries have been reported. The user did not release any suspicious scope out to the floor for circulation.

Manufacturer narrative:
Dsd endoscope disinfector functioned as intended. No other issues reported in conjunction with this event. Event due to incorrect settings/programming of machine. No pt and/or adverse events were reported. Issue resolved by field service engineer on site. Settings/programming adjusted according to(B)(4) MFR recommendations.